Manufacturer narrative:
UDI: (B)(4). Incomplete. The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that a guidewire 1.1mm x 15¿ device was bent and almost broke apart completely during insertion of femoral milagro screw. The wire was difficult to remove after the screw was inserted that it delayed the surgery by two minutes to be completed. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary :according to the information provided, it was reported that during an acl reconstruction a guidewire 1.1mm x 15¿ was bent and almost broke apart completely during insertion of femoral milagro screw. The wire was difficult to remove after the screw was inserted. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation, however the customer provided a photo of the product label which contains the product code and the lot number, these numbers were verified, and they are correct. A manufacturing record evaluation was performed for the finished device l936859 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the inspection of the photo, this complaint cannot be confirmed. The photo provided does not contains relevant images to provide a root cause. Hands on analysis should provide the evidence necessary to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.